Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was worse than it was before cataract surgery by about 40%. The patients acuity was poor, especially with long distance and needed special light to read well, especially during the day. The patient also wear glasses which helps only slightly. The patient vision was impaired and this is not what the consumer was expecting. The patient underwent yag (yttrium aluminum garnet). The surgeon prescribed the immunomodulator eye drops. The patient wants to see retinal surgeon for the epi-retinal membrane which is no related with surgery. There are two medical device reports associated with this patient. This report is associated with the left eye.